Event description:
The pt was scheduled to undergo a total knee replacement guided by the device. After placement of the femoral distal pins, the physician was not satisfied with the location and corrected this using traditional instrumentation. This resulted in a delay of 30 minutes. No other injury or significant blood loss was reported. The reporter included the pt is doing fine postoperatively with full extension and flexion of the knee.

Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed.